Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's scs was causing pain. It was noted that the patient ipg was flipped. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient's scs was causing pain. It was noted that the patient's ipg was flipped. The patient will undergo a revision procedure wherein the ipg will be relocated.